Event description:
During initial implant procedure, the set screw was unable to tighten. A new device was successfully implanted to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
Analysis revealed the lv-setscrew had numerous incorrect wrench insertions grooves and marks around the beginning of the setscrew inset. This is an indication the user was trying to force the wrench in the setscrew inset without it being aligned to go into the inset. If the wrench is not correctly and fully inserted into the inset the wrench cannot engage the inset and tighten the setscrew on the lead. Testing showed that with correct and full wrench insertion into the setscrew inset the setscrew could be tightened fully onto test leads. The problem in the field was caused by the user¿s incorrect use of the torque wrench.